Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
Related manufacturer reference number: 2017865-2020-11727. It was reported that either the patient's right ventricular lead or right atrial lead exhibited low pacing impedance values and loss of capture. The exact lead was not specified. No intervention was performed. No further information was reported.